Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 532 mg/dl which was addressed by drinking water. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Multiple attempts were made to follow up with the customer if alternate insulin therapy was obtained; however no response from the customer was received.